Manufacturer narrative:
One opened phaco tip and sleeve were received for evaluation. Part of the tip was in the sleeve. The phaco tip was visually inspected and deemed nonconforming, the phaco tip was broken at the ab hole in two pieces, very jagged break, even wall thickness. There was wear on the threads, nut corners and back of flange that was typical of use. The product was processed and released according to the product¿s acceptance criteria. The root cause for the broken phaco tip cannot be determined from this evaluation. The phaco tip visual inspection does not show any manufacturing issue that would cause the broken phaco tip. No specific action with regard to this complaint was taken because the root cause for the complaint issue cannot be determined from this evaluation. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the broken phaco tip exhibited on the returned opened sample, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; however, the provided customer photo confirms the reported issue. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The photo evaluation confirms the phaco tip was broken, however, because a sample was not received and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the broken phaco tip exhibited on the customer photo is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the balanced tip was broken during surgery. The tip was replaced and the procedure was completed. There was no patient harm.